Event description:
It was reported that an 8015 pcu was not connecting to the tools, not communicating and interfacing board malfunction. Error 800.8000 confirmed in logs, re-flashed logic board to software version 9.33.1.2. Replaced male iui due to rib damage. Device failed to complete battery conditioning test, was stuck at first charging stage with timer set to 00:00. Replaced power regulator pcb due to failing to complete battery conditioning test, replaced power supply due to failing to power device properly, causing 120.4610. Replaced battery due to charge failure, replaced battery connector as a precautionary measure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was not connecting to the tools, not communicating and interfacing board malfunction. Error 800.8000 confirmed in logs, re-flashed logic board to software version (B)(4). Replaced male iui due to rib damage. Device failed to complete battery conditioning test, was stuck at first charging stage with timer set to 00:00. Replaced power regulator pcb due to failing to complete battery conditioning test, replaced power supply due to failing to power device properly, causing 120.4610. Replaced battery due to charge failure, replaced battery connector as a precautionary measure. There was no patient involvement.